Event description:
It was reported that the patient had a power cable disconnect alarm at home while connected to their mobile power unit (mpu). The alarm occurred multiple times, but not every time the devie was used. It was suspected that there was a breakage and contact failure on the white cable side. The mpu cable was suspected to be damaged. The mpu was exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that exchanging the mpu resolved the issue.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms occurring on the mobile power unit (mpu) was unable to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis in unremarkable condition. The unit was connected to a mock loop and test controller and ran for an extended duration without any issues or alarms activating. The mpu was functionally tested and passed all testing. Additional information provided on 08may2024 stated no log files are available, exchanging the mpu resolved the alarms, the mpu has a v-lock connector on the ac power cord, and that the cord did not come loose nor were there any environmental circumstances that may affected ac power at the time of the event. A root cause for the reported event was unable to be conclusively determined throughout this investigation. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order, (B)(4), was shipped on 11jun2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.